Event description:
Failed ceramic head. History of present illness: (B)(6) male with history of bilateral hip arthroplasties, left hip in 2002 and right in 2004, was at (B)(6) working on the computer. When he got off the stool, he felt a sharp pain in his left leg and then had a syncopal episode. He did not fall down as people around him caught him. He says that he passed out for probably a minute. He had full memory of the event. There was no preceding chest pain, or shortness of breath, palpitations. Pt was then sent to the ed. He was unable to stand due to left leg pain and the leg appeared to be shortened. As per pt, he has been experiencing more pain in his left hip for the last two weeks and had started using a cane. Immediately upon opening of the deep fascia, a few fragments of ceramic head were seen. The color of the head was off-white. The few fragments seen in the wound were removed. The fluid of the joint was sent for culture. The exposure of the joint was performed. The rest of the fragments of the head were removed. They were assembled on the back of the table and it looked like the majority of the fragments were removed. The acetabulum was exposed. The plastic appeared to have no volumetric wear, but it had significant deformity superiorly, probably from the recent engagement with the metal taper of the femoral stem. Plastic was easily evacuated. The cup appeared to be in adequate position and felt it to have a good solid bony ingrowth. There were no signs of scratches of the cup and it was left alone. The trunnion appeared to be intact as well, and the femoral component appeared to be in solid and accurate position, so that no revision of the acetabular or femoral components was needed. The wound was irrigated with a copious amount of fluid. All visible fragments of the head were removed and gentle palpation of the soft tissues reveled no add'l visible or palpable fragments. A small posterior osteophyte was resected from the acetabulum. Initially, the identical plastic was impacted with a lip posteriorly and the femoral trial head was placed. The leg appeared to be somewhat shorter and easily dislocatable anteriorly. In order to correct this, the plastic was removed and a lip was oriented anteriorly and superiorly and the plus 4mm head was used. It gave adequate leg length and excellent stability. No impingement was felt throughout the range of motion. The femoral head was impacted over the taper and the joint was reduced.